Event description:
It was reported on (B)(6) 2014 that an elective replacement indictor (eri) message appeared and the reporter thought this was within the last week. The reporter covered the patient¿s replacement and the doctor mentioned concern about how rapidly the patient was going through implantable neurostimulators (ins). The patient did have impedances greater than 40,000 ohms on 0 through 3 contact pairs prior to replacement. The open had existed since the last ins change out according to the reporter¿s knowledge. The impedances normalized after replacement. A longevity calculation was performed based on the settings, but no good estimate could be made without a ¿group z.¿ with estimated ¿group z¿s¿ of 1,000, 750, and 510 ohms the longevity calculations were 18, 15, and 11 months respectively. Three days later it was reported that it was considered normal depletion. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387, lot# b055601, implanted: (B)(6) 2007, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).